Manufacturer narrative:
The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, during an extended observation run test, the driver performed as intended and fill volumes remained within specifications. The customer-reported issue could not be reproduced during investigation testing. The root cause of the customer-reported issue cannot be conclusively determined as the driver performed as intended with no evidence of a device malfunction. Patient conditions and activity can cause the fill volume to fluctuate as conditions and activity fluctuate. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fluctuating fill volumes, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited fluctuating fill volumes while supporting the patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.